Event description:
Boston scientific received information that the clinician noted an alert on the remote home monitoring system for a fault code voltage too low for projected remaining longevity. Boston scientific technical services (ts) was consulted and engineering reviewed the data within the remote home monitoring system. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Ts advised the clinician and field representative that the status indicators should no longer be relied upon to determine the depletion status of the device and the device should be explanted. An explant procedure was scheduled. No adverse patient effects were reported.

Event description:
Additional information was received that the device was explanted for premature battery depletion. No additional adverse patient effects were reported. This device is part of the lv capacitor 2013 advisory population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.